Manufacturer narrative:
Based on the claim against the product by the site noting that an instrument failed to engage on universal surgical manipulator (usm) 2, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse reviewed the system log and identified error 282. The fse replaced usm 2 to resolve the reported problem. The system was tested and verified as ready for use. Isi has requested the usm for evaluation, but the product has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned for analysis and/or if additional information is received. This complaint is considered a reportable malfunction due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted mediastinal mass resection surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) called in to report that an instrument failed to engage on universal surgical manipulator (usm) 2. The csr tried to install an endoscope on usm 2, and it also failed the engagement. The isi technical support engineer (tse) reviewed the system log and noted that the issue was caused by a radio frequency identifier-ID (rfid) communication failure on usm 2. The tse and csr performed additional troubleshooting attempts, but the issue persisted. The tse then suggested to disable usm 2. The site continued the procedure with the remaining usms. There was no reported injury. Isi performed follow-up and obtained the following additional information regarding the reported event: system functionality was reportedly checked prior to use, and no issues/errors were noted. The site completed the procedure robotically with the remaining usms.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found to have no issue. Failure analysis investigations could not reproduce the reported failure (error 282). However, the error could be confirmed as having occurred in the error logs. The usm was tested on an in-house system with two different instruments and passed in normal mode. The unit also passed all tests that were performed with the psc (patient side cart) fixture test platform (pftp). The reported complaint was not confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.